Manufacturer narrative:
(B)(4): eval, results: (based on the info provided no root cause can be determined). (Stroke).

Event description:
An endeavor sprint rapid exchange drug eluting stent was deployed in the proximal rca. The procedure resulted in 0% stenosis. Approx 1 year following the stent deployment a stroke was observed. The pt was hospitalized for brain infarction. Details are unk. Pt is reported to be unrecovered. The investigator reports that there is no causal relationship with the product, zotarolimus or procedure. No add'l clinical sequelae have been reported.